Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 34 mg/dl earlier in the morning. The customer also inquired how to log their blood glucose into the insulin pump. The customer was advised their low may be caused by the insulin pump's settings. The insulin pump will be not be returned for analysis.